Event description:
I developed chronic sinusitis and had to have surgery on the left side of my face because of it and continue to have problems with it as well as I'm also having intentions in my skull which is sinking in and is concerning, and I am doing a check on that with my primary care doctor.